Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery (lad). Pre-dilatation was performed with an unspecified balloon. After deployment of the 3.0x18 mm xience prime stent in the lad physician treated a lesion in lad a dissection was observed. Another xience prime stent was deployed successfully to treat the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.